Event description:
It was reported that there was high pacing impedance, oversensing, an apparent lead fracture, and low hvb impedance of 16 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) proximal conductor fractured; proximal segment returned and analyzed.